Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the station had a fatal error, and the application was unable to load. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station encountering a u7w fatal error, which resulted in the application failing to load. The technical support specialist (tss) dialed into the station and reviewed the data synchronization logs, identifying that the maintenance service was stopped. After restarting the maintenance services and rebooting the station, data sync showed current uploads, and both the last upload and download timestamps were verified as current. The tss also reduce the data base size, reindexed to restore station operation. The tss then rebooted the station into care fusion application. Finally, the tss confirmed with the customer that the station functioning properly. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the station had a fatal error, and the application was unable to load. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.